Event description:
It was reported that during a routine follow-up, the physician noticed high impedances and a large number of sensing integrity counter (sic) on the right ventricular (rv) lead. It was also reported by the physician that the patient had lost bodyweight in the past years and it was noticeable that the implantable cardioverter defibrillator (ICD) position (pocket) in the chest varied over time. Therefore where the lead enters the subclavian possibly resulted in some stress for the rv lead. The device remains in use and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the proximal segment of the lead was returned, analyzed and there was blood on the defibrillation, distal and proximal conductors (not obstructed) and the outer tubing overlay has cosmetic environmental stress cracking. (B)(4).